Event description:
Baby's monitor alarmed stating leads were off premature baby. Nurse went to isolette and found baby outside of the isolette porthole on the backside hanging from oximeter probe on foot and nasal cannula. Baby immediately was grasped by nurse and quickly assessed to be pink, breathing, and oximeter reading in 90's. Dr. Checked baby, no injuries found. A newer version of the isolette was checked and they do not have safety latches on them either but the lever is at a different position.